Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer indicated the device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is filed since a cable break occurred during preparation of the steerable guide catheter. It was reported that during steerable guide catheter (sgc) preparation and while applying positive on the guide approximately 3/4ths of a turn (about 80 degrees), a cable break occurred. The cable break was evident by the lack of sgc tip deflection. The sgc was not able to be used anymore and there was no patient involvement. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. All available information was investigated and the reported mechanical issue and cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported cable break in this incident cannot be determined. The reported mechanical issue appears to be related to the cable break. There is no indication of a product quality issue with respect to manufacture, design or labeling.